Event description:
Customer reportedly obtained results of 210 mg/dl, 140 mg/dl, and 101 mg/dl, on the advantage system within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement product was sent.

Manufacturer narrative:
Additional concomitant medical therapy: levothyroxine - 5 yrs 150mcg/day; lasix - 1mth 120mg/day; verapamil - 5 yrs 120mg/day; hytrin - 1mth 1mg/day; coumadin - 2 yrs 2.5mg/day; gemfibrocil - 1 yr 1200mg/day; metoprolol tartrate - 1mth 200mg/day.